Event description:
Implant loss, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, eventually biomechanical overload, eventually bruxism, peri-implantitis, pain, swelling, abscess, inflammation. Massive bone loss 14 years after implantation.